Event description:
It was reported that the procedure was to treat an occluded lesion in the distal superficial femoral artery (sfa). Pre-dilatation was performed and the 4x120 x120 cm supera stent was placed in distal sfa. Next, a 5x200x135 cm non-abbott stent was implanted. Further dilatation was performed at the proximal sfa and the 6x120x120 cm supera was deployed. The thumb slide was retracted, the system lock was rotated and the deployment lock was in the locked position. After the stent was deployed, the delivery system was removed under fluoroscopy; however, it was observed that the tip of catheter detached and remained in the introducer sheath. The vascular surgeon was consulted to remove the tip from the supera system. An open vessel cut down procedure of the femoral artery was performed and the tip of the catheter was removed. A clinically significant delay in the procedure was noted as surgery was needed to remove the tip of the supera catheter. After the tip was removed, the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: failure to follow steps. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was reported incorrectly. Based on the reviewed information, no product deficiency was identified. It should be noted that the recommended minimum balloon diameter for a 6 mm supera stent is greater than 6.8 mm per the supera instruction for use (IFU). Not pre-dilating the vessel to the appropriate size likely contributed to the tip detachment.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.